Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-06763, related manufacturer reference number: 2938836-2019-06764. It was reported that the patient presented with pocket infection. The pocket was red and full of puss. The infection was treated by the explant of the system and IV antibiotics. The patient was recovering.

Manufacturer narrative:
The device was above the elective replacement indicator upon receipt. The device was tested, and no anomalies were found.